Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, flipcutter® ii, 8 mm, ar-1204af-80, batch 2187123266, was received for investigation. Upon visual inspection, it was noted that the cutter tip was damaged: it was loose, and it had striation marks on it. Functional testing could not be performed due to the damage of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1204af-80, flipcutter® ii, 8 mm, the drill bit did not flip during slow backward pulling of the drill in the articular cavity to prepare the bone channel so thicker bone passages could not be prepared. This was detected during use in a total internal anterior fork ligament reconstruction procedure on (B)(6) 2023 when the surgeon had prepared the lateral tibial tunnel and inserted the ar-1204af-80 flipcutter ii deep into the cuff to open the tunnel into the joint cavity. The procedure was completed successfully as a new ar-1204af-80 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.